Event description:
Patient was using the dexcom g7 sensor to monitor her blood sugar, not provide insulin. Patient would have the sensor on in two-week intervals. By the end of the second week, patient's arm would have skin irritation, pain, and inflammation from the sensor tightening around her arm. The grasp on her arm would get progressively tighter as the days elapsed. Patient mentioned she has scarred, sensitive skin due to a burn incident she experienced as a child. Device had no other malfunctions besides the ones listed above.